Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the abbott diabetes care (adc) device applicator needle remained on the sensor and was inserted into the customer's skin, causing pain and requiring them to remove the needle. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection on the applicator was performed and no issues were observed. Applicator had fired, loose sharp was observed. Pried open the applicator to inspect the sharp and no issues observed with the sharp. Visual inspection was performed on the sensor pack and damaged transition features was observed. Lid was completely peeled off. Sensor plug was not properly seated. Visual inspection of the plug assembly was observed and no failure modes were observed. Further investigation was unable to perform further investigation due to applicator not returned. Issue is not confirmed to use due to plug not properly seated. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the abbott diabetes care (adc) device applicator needle remained on the sensor and was inserted into the customer's skin, causing pain and requiring them to remove the needle. There was no report of death or permanent impairment associated with this event.